Event description:
Customer was hospitalized for hyperglycemia. The customer stated that they felt dizzy and had nausea. It was indicated that the customer believed they had a flu virus and was advised to go to the ER. It was conveyed that the customer was treated with an IV drip and the cause of the event was not provided. No further details.